Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2005. A subsequent revision was performed (B)(6) 2012 due to patient non-compliance causing dislocation. The liner and head were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Listed under indications - patient selection factors to be considered include: number 2 states, "ability and willingness of the patient to follow instructions, including control of weight and activity level." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02483 / 02484).